Manufacturer narrative:
A review of lot c307 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leaks/breaks. CAPA (B)(4) has already been initiated to investigate this type of events. (B)(4) completed: service engineer cleaned affected area of instrument and replaced leak strip. The assessment is based on info available at the time of the investigation. The product has not yet been received for investigation at the time of the report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called to report drive tube leak during purging air phase of treatment procedure. Customer stated the drive tube broke right at the drive tube latch. Css asked if anyone was exposed blood/products customer stated no one was exposed to any blood/products it was all contained within the centrifuge at time of drive tube break. Css asked if patient was alright, customer stated patient was in stable condition. Css asked if patient required any additional fluids or a transfusion, customer stated not it was not required. Css asked customer if there were any alarms during prime, customer stated no there were no alarms during prime. Css asked customer if there were any alarm prior to drive tube break, customer stated no there were none. Service order (B)(4) was dispatched. Customer will return product for investigation.